Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the inspection revealed multiple dents on the edge of the screw head, suggesting that the screw was implanted at a very high angulation. Additionally, the additional deformation on the screw head show that multiple tightening attempts with the blocker had been performed on this screw. Furthermore, review of the correspondence confirms that the screw was implanted at the s2 vertebra, which is a location that may present a high screw angulation if fixation from the lumbar vertebrae is attempted, as the spine exhibits a high lordotic curvature here. This creates a situation where a rod may not be well seated in the tulip if not properly bent. The xia 3 surgical technique details rod insertion and blocker tightening and advises the customer to use caution in the event that the rod is not fully seated within the tulip during tightening of a blocker. The surgical technique also provides various ways to fully persuade and properly seat the rod in the tulip. However, in this case, the surgeon did not use any tools to persuade the rod into the tulip. Conclusion: the most likely cause of the reported event is the final tightening attempts with the screw at an extremely high screw angulation, which can cause enough deformation in the screw head and retaining clip to allow disengagement. Other possible contributing factors are the placement of the rod and lack of a persuading tool.

Event description:
It was reported that when the surgeon tightening blocker into the screw head the screw head broke off from the shaft. Therefore the surgeon explanted the screw and replaced it with a new screw.

Event description:
It was reported that when the surgeon tightening blocker into the screw head the screw head broke off from the shaft. Therefore the surgeon explanted the screw and replaced it with a new screw.